Event description:
Healthcare professional reported "periprosthetic capsular contracture baker grade iii". This record is for the left side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture and cyst(s) was received on august 26 2025 with lot number 1115169. Based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ cyst(s): unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "periprosthetic capsular contracture baker grade iii". This record is for the left side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2; b5; d9; h3; h6.

Event description:
Healthcare professional reported left side cyst and capsular contracture, baker grade iii. Device has been explanted.